Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaws were bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the jaws were bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the clevis was bent. Functionally, the jaws would open and close within specification considering the bent clevis. No other abnormalities were noted during device evaluation. The condition of the returned incident device was consistent with the complaint of clevis bent. There is an investigation in progress to address this issue. In addition, it is likely that anatomical or procedural factors limited the performance of the device and also contributed to this failure. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of jaws bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).